Manufacturer narrative:
A2: sex - male. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted.  Therefore, this evaluation will be closed.  This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reports history of 3 diagnosed utis while using this product in past. He has been using this product for 2 yrs, not blaming the product for his utis, just stating he had them while cathing and using this catheter. He was given the antibiotic bactrim but then switched to 7 days ampicillin oral tabs after the urine culture came back. His urine was checked again after and it was cleared of the infection. A week or so later his cloudy urine came back and it was worse as he started to have affect/ mood changes - he became very quiet, very weak could not stand on his own and said his "sleep disorder" got worse. They had him do another urine sample and it was again positive for uti so they started him on the ampicillin again but the urine culture this time came back as positive with a different bacteria so he was switched to cefdinir. He felt better after that and his infection fully cleared.